Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl: left. Reason(s) for revision: unknown. Doi:(B)(6) 2008; dor: (B)(6) 2016; left hip. Update ad 12 feb 2018: translated asr claim letter received. Claim letter alleges elevated serum levels, periarticular effusion, limping, strength deficit when walking and persistent release of cobalt whose elevated levels were detected by the blood test. It was reported that there was persistent inflammatory condition manifested in the osteoarticular and musculotendinous systems. It was indicated that the patient is asking for compensation for all the damages suffered. Doi: (B)(6) 2008; dor: (B)(6) 2016; left hip (asr).

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.